Event description:
A power-on-reset (por) condition was observed on the patient's implantable neurostimulator (ins) and a "call your doctor" icon message was seen on their programmer. When the por was cleared from the ins, a "poor communication" screen message was seen on the programmer. It was noted that the patient was able to communicate with the ins using their recharger. The patient was going to charge and then check the ins using the programmer to see if the get the "call your doctor" icon message again. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-30 serial #(B)(4) implanted: (B)(6) 2008; programmer model 37743 serial #(B)(4); recharger model 37752 serial #(B)(4).